Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-3350-4031 arthroscope is experiencing water invasion, it is filling up the bottom portion of the lens. This occurred during a case, with no patient effect reported.